Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. The device was leaking from the housing, not the seal. Scrub held trocar together to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Date sent: 5/02/08. Info anticipated, but unavailable at this time.